Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 10/10/2022, it was reported by a sales representative via email that an ar-3636 knotless fibertak sutures frayed easily. This was discovered during a labral repair procedure on (B)(6) 2022. Additional information requested.